Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with shortness of breath and weight gain. They were admitted to the transplant unit for diuresis and heart failure management. They were given medication on (B)(6) 2026, (B)(6) 2026 and included antibiotics on (B)(6) 2026. They had a drainage culture positive for proteus mirabilis from a sternal wound. The heart failure symptoms resolved but antibiotics were ongoing.